Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have insulation damage on the conductor wire. Insulation damage was at the distal end near the grip-crimp location. The instrument was tested for electrical continuity and passed. No thermal damage was observed on the bipolar yaw pulley and no material was missing. A review of the instrument log for the fenestrated bipolar forceps (420205-16/n11200413 146) was performed. The instrument was last used on (B)(6) 2020 on system sh0367. The instrument has 9 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field implant date is blank because the product is not implantable. The information for blank fields in section initial reporter name and address is not available. Field recall (if recall number is given) is not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the "tip wire dropped off" on the fenestrated bipolar forceps instrument. A backup instrument was used. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.